Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿3 years, 8 months; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented in clinic with reports of dark tarry stool. The patient reported the onset of symptoms to be a week prior. The patient was noted to be diaphoretic with clammy skin. After unsuccessful attempts of rrt, the patient was taken to the ER. Upon admittance to the ER, the patient was afebrile. The patient was given 1.5 units of ivf, 2 units of ffp and 1 unit of packed red blood cell's (prbc's). The patient was later transferred to the cardiovascular intensive care unit (cvicu). The patient received a egd on (B)(6) 2018. The account reported duodenal avm treated with hot probe coagulation and hemoclips. A colonoscopy on (B)(6) 2018 showed pan diverticulosis left over right colon and no active bleeding. The patient received a video capsule endoscopy that showed proximal active small bowel (duodenal) bleeding, likely from one or 2 avm, no distal small bowel bleeding, and no active bleeding seen in the colon. No further information was reported.

Manufacturer narrative:
Correction: the value in section d7 in the previous report was inadvertently placed incorrectly and should have been in section d4. Section d7: correction - the pump was not explanted.